Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after one crunch, stapler jammed and unable to fire further. The stapler did transect tissue. There was leakage found 2 days after the surgery and a second surgery was done to create a stoma.